Event description:
It was reported that during an implant attempt that one lead was attempted to be implanted but the physician found that the lead was not long enough. Another lead was attempted to be implanted, but the lead was not stable enough. A new lead was implanted successfully. No patient complications have been reported as a result of this event.

Event description:
It was reported that during an implant attempt that one lead was attempted to be implanted but the physician found that the lead was not long enough. Another lead was attempted to be implanted, but the lead was not stable enough. A new lead was implanted successfully. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. Blood was found on both the proximal and distal conductors (not obstructed).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).